Event description:
It was reported that during an implant attempt the right ventricular lead was detached from the device to move the lead. Upon reinsertion into the device the physician was unable to torque down the lead setscrew. Another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies found. However, it was noted that the set screw was loose/detached.